Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The tech isolated the issue to a cracked siderail center arm. He replaced the siderail ctr arm to repair the bed.